Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including pads and leads functionality without duplicating the report. Patient impedance was tested and found within specification. The device was recertified and returned to the customer. It's important to mention the ECG cables and multi-function cable used at the time of the reported event was not returned for evaluation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal. Complainant indicated that there was no patient involvement in the reported malfunction.